Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 failed due to the faulty pyxibus module controller and retractor band cable. A field service engineer adjusted the retractor band cable and replaced the pyxibus module controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the drawer 5.2 was jammed and failed to open. The customer had tried to recover the failed drawer by rebooting the station, but the issue persists, which hindered users from accessing the medication. This incident resulted in a delay in patient care and confirmed no patient harm. There were no adverse events or injuries reported based on this event.